Event description:
The patient underwent valve sparing repair with vsd [ventricular septal defect] patch. When coming off cardiac bypass the patient inadvertently received a dose of cardioplegia (the perfusionist did not turn off the cardioplegia when initiating "off bypass" because he was performing the task without conscious thought) that resulted in cardiac arrest requiring the patient to be placed emergently back on cardiac bypass. The patient developed flash pulmonary edema due to over-circulation during the resuscitation. The patient returned to the ICU after the procedure for continued care as planned. During investigation it was noted that the heart-lung machine has no physical "forced-stop mechanism" to prevent the perfusionist from excluding a step in the process of warming and mixing of fluids and thus ensuring clearing of the cardioplegia line prior to coming off bypass.